Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Additionally, it was reported that a cartridge alarm occurred. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.